Event description:
It was reported that the patient line was ¿crimped¿ which resulted in an occlusion alarm occurring. Customer¿s blood glucose level was 324 mg/dl. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as the investigation was unable to be completed because the cartridge was not returned.